Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed due to unspecified reason. A new inflatable penile prosthesis consisting of 21cmx12mm cylinders, pump and reservoir was implanted.